Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was able to replicate the reported issue by tapping on the rear cover. The e-stop switch was tightened as it was loose. Also some connectors were tied and cables were re-routed. Representative performed system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the imaging system would intermittently go into e-stop and had to be re-set. There was no patient present at the time of the issue.